Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Pending investigation. D10: 2974812 142-32-00 - cocr fem head 32mm +0 offset 12/14, 3679309 188-01-04 - wedge plasma x/o sz 4, 3767657 180-01-50 - nv crown cup clstr hole 50mm group 1, 3951396 101-05-30 - 3.2mm drill bit30mm 1pk. H7: z-1732-2022.

Event description:
As reported, the female patient had an initial right tha on (B)(6) 2015. The patient underwent painful and risky revision surgery on (B)(6)-2023 to remove the gxl liner. The patient had endured and continues to endure a painful recovery and rehabilitation process from her revision surgery. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, c, d, e, g. The most likely underlying cause for the revision reported is prosthesis wear and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.